Event description:
Customer reported one false positive result on their alinity m sars cov-2 assay. The sample was re-ran on an alternative method (seegene), and the results were negative. The customer confirmed that they repeated the sample on the alinity m, and the result was negative result. The negative result was reported. Therefore, there was no report of impact to patient management caused due to this observation. The customer also reported an additional observation of a false positive result on a different alinity m instrument reported in MDR 3005248192-2022-00139. This incident is being reported to FDA because the incident occurred in italy using the alinity m sars-cov-2 assay, list number 9n78-90, which is the same/ similar to the alinity m sars-cov-2 assay, list number 9n78-95, which received FDA eua approval.

Manufacturer narrative:
Elevated complaint investigation will be initiated. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that alinity m sars-cov-2 amplification reagent kit (list 9n78-90) is similar to the alinity m sars-cov-2 amplification reagent kit (list 9n78-95) sold in the united states. Ticket does not reference a us list 9n78-95 lot number.

Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review and a complaint history review. Investigation is summarized as follows: customer data review customer result log files were reviewed. The runs involving sample identification (sid)s listed in the tickets were valid, met assay specification requirements, and no error codes or flags were displayed for the controls. There is no indication of abnormal amplification curve. Based on the analysis of the distribution of the results in the plate(s), carryover at the amplification plate is not suspected. There is no potential amp plate carryover risk for any sids in this investigation after reviewing the plate mapping analysis. Quality data review device history record (DHR) / batch record review: review of the manufacturing packet for alinity m sars-cov-2 amp kit (list 09n78-090) lot 524201 (and its components) did not identify any issues which could result in the reported complaint. No issues were found during qc testing. The qc amp kit masterlot testing met all acceptance and validity specification criteria. CAPA / non-conformance review: a CAPA review was performed to identify any records that were potentially related to the reported complaint for alinity m sars-cov-2 amp kit (list 09n78-090) lot 524201 and their components. The CAPA review did not identify any existing internal issues or nonconformances related to the reported complaints for lot 524201. Complaint history review a lot specific complaint history review was performed to identify any similar complaints to the tickets being investigated, which reported discrepant results while using alinity m sars-cov-2 amp kit (list 09n78-090) lot 524201. A product deficiency could not be identified as a result of this review. Based on the results of the investigation elements, a product deficiency for the alinity m sars-cov-2 amp kit (list 09n78-090) lot 524201 was not identified.